Event description:
It was reported that a patient was ¿electrocuted¿ on (B)(6) 2013 and ¿all she remembered was someone waking her up in her backyard.¿ it was noted that the patient was ¿not really noticing¿ any changes in stimulation sensation but was feeling pain on the right side of her breast and down the side. It was reported that the patient was uncertain where her leads were but stated that the implantable neurostimulator was to help with pain in the back and legs. It was noted that the patient went to the emergency room and had tests run. It was reported that the patient¿s heart rate was erratic but the healthcare provider ¿didn¿t see that any hard volts had gone through her body.¿ it was noted that the patient wanted to know if ¿being electrocuted would affect her stimulation.¿ additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 74001, lot # n284326, implanted: (B)(6) 2011, product type adapter; product ID 3487a-33, lot # j0428029v, implanted: (B)(6) 2004, product type lead; product ID 748925, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger. (B)(4).